Event description:
According to the additional information received, the surgery was done in patient's right eye. The iol exchange was done with a company lens of same model but different power. The symptoms were resolved after lens exchange.

Manufacturer narrative:
Additional information provided in a.2., b.2., b.5., b.6., d.1. Part 1, d.2. Part 1, d.2. Part 2, d.4., d.10., g.4., h.4. And h.11. According to the additional information received after the submission of initial report, the surgery was done in patient's right eye. The iol exchange was done with a company lens of same model but different power. The symptoms were resolved after lens exchange. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. Thus, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that after intraocular lens (iol) implantation, the patient experienced blurry vision. The lens was removed and replaced with a company lens in a secondary procedure. The clinical reason for explant was, patient unsatisfaction. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2024-61257